Event description:
It was reported while using bd vacutainer® boric acid sodium borate/formate c&s urine tube, 30 samples leaked during transport or on automation line. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 11-mar-2025. Investigation summary bd received 100 samples and one photo for investigation. The photo was evaluated and does not show the customer¿s indicated failure mode. The photo shows a tube with the hemogard assembly attached to the tube. The 100 samples and 100 retained samples were visually inspected, revealing no visible defects. Functional tests were performed on 10 returned samples and 10 retained samples, and all tubes met the specification limits with no issues observed in the stopper function. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper creepout. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® boric acid sodium borate/formate c&s urine tube , 30 samples leaked during transport or on automation line. There was no health impact or consequences reported.